Event description:
After takeoff in an airplane going to mexico, my blood sugar suddenly dropped. My insulin pump alerted me that my blood sugar level was below 68 and still dropping. I did not have any food or beverage (outside of water) with me as I had eaten at the airport. Luckily, I packed packs of honey with me for emergencies such as this. I was able to eat a pack and wait until the stewardess was able to deliver a juice to me. On the return flight home ((B)(6) 2024), given how during the first flight my blood sugar dropped, I had milk with me in case it happened again. Which it did, but I was able to catch it sooner. During the first flight, my blood sugar was in the 50s before recovering. I received an email from the medtronic today stating that the insulin pump may deliver insulin when in lower altitudes even without my input. This was the "lightbulb" moment that finally explained my blood sugar problems during the 2 flights. I was placed on an insulin pump in (B)(6) 2024.